Manufacturer narrative:
Customer declined to have instrument inspected by immucor field service. Immucor technical support did not use remote electronic connection method to review results for the issue described. Complaints of positive reactions being interpreted as negative by the galileo echo camera algorithm are being corrected under design control project (B)(4). The immucor technical communication (B)(4) is being used by the lab to visually confirm all negative assay events reported by the echo instrument. The immucor internal record number for this report is (B)(4).

Event description:
On (B)(6) 2019 a customer received unexpected negative screen results using capture-r ready-screen 3 on the echo instrument.